Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(6). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(6). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient began experiencing low flow alarms on (B)(6) 2020 and visited clinic on (B)(6) 2020. Echocardiogram was performed which showed an increase in left ventricular end diastolic diameter (lvedd) and a 1:1 opening of the aortic valve. The vad speed was increased from 5500 to 5900 rpm which resulted in a slight increase in flows and the resolution of the low flow alarms. CT scan was scheduled for the next morning and patient was instructed to present to the ER if low flow alarms returned. Low flow alarms returned that evening and patient was admitted to hospital. On (B)(6) 2020, CT scan was performed which revealed a suspicion for thrombus and showed the graft had a tortuous course. Surgery was consulted and right heart catheterization (rhc) was performed on (B)(6) 2020 which showed an increase in pulmonary capillary wedge pressure (pcwp) and an inability to unload the ventricle with vad speed increased up to 6500 rpm. The patient developed low flow alarms again later that day and was given fluid resuscitation. On (B)(6) 2020 outflow graft revision surgery was performed which revealed that the graft had a kink due to excessive length just beyond the strain relief sheath and there was also a 180 degree rotation of the graft within the strain relief at the outflow graft junction. These were corrected by shortening the graft approximately 3 inches and rotating the graft counterclockwise. The graft nut was tightened. There was no identifiable clot present in the outflow graft. Patient required inotropic support while in surgery and during recovering in the ICU. Patient was reported to be stable and recovering.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported outflow graft twist and kink could not be confirmed through this evaluation as images were provided and the device remains in use. Additionally, although the reported low flow alarms could not be confirmed through this evaluation, the account attributed them to the reported outflow graft twist. Revision surgery was performed, and the patient is currently stable. Additional information was requested, but not provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. No further complaints have been reported at this time. The heartmate 3 lvas IFU contains information regarding the preparation of the sealed outflow graft. This document instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. The hm3 lvas IFU also explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and notes that changes in patient conditions can result in low flow. This IFU and the current heartmate 3 lvas patient handbook explain all system alarms and the recommended actions associated with them. The current heartmate 3 lvas IFU contains information regarding the preparation of the sealed outflow graft in section 5 ¿surgical procedures¿. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief ensuring that the line is straight. This section also explains that when de-airing is completed, slide the bend relief over the metal fitting of the sealed outflow graft toward the locking screw ring until it engages in place. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may lead to serious adverse events such as low left ventricular assist device flow. Section 5 also instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length under ¿attaching the sealed outflow graft to the aorta.¿ the current heartmate 3 lvas patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Section 1 of the heartmate 3 lvas IFU, "introduction", provides an explanation of all pump parameters, including flow. This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4 "system monitor" provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 7, ¿alarms and troubleshooting¿, describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The current heartmate 3 lvas patient handbook contains section 5, "alarms and troubleshooting", which outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.